Event description:
The pt required endotracheal intubation in trauma, resuscitation unit for severe hypotension, hypoxemia, and combativeness. Intubation was achieved but after 5-6 respirations with bag, ventilation became difficult. Pt reintubated, once again after several respirations, ventilation became difficult and subcutaneous emphysema developed. Airway trauma was suspected, cricothyroidotomy attempted, bilateral chest tubes placed. Pt became pulseless. Thoracotomy performed. Lungs were hyperinflaalted. Bag removed from tracheal tube with resolution of hyperinflation. A new bag was used and ventilation was normal. The first bag was found to have a defective peep valve which prohibited exhalation.